Manufacturer narrative:
Product analysis: the device was returned for evaluation. A torsional kink was noted on the shaft of the device from approximately 19cm to 21cm distal to the strain relief. No other deformation noted to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 7f launcher guide catheter, a kink occurred on the proximal one third-of the device when the device was in the patient. It was an elective procedure with a completion of stenosis of the right coronary artery. The device was inspected prior to use with no issues noted. The patients access vessel at iliac level was tortuous so a long and reinforced introducer was needed. The device was placed at the aortic root via a long femoralis introducer and was unable to be rotated. The distal end of the device was never placed in the right ostium. Resistance was encountered when advancing the device. No excessive force was used during insertion/delivery. The x-ray showed that the device was kinked despite the device not being excessively torqued and had only been rotated less than one full turn. There was no backflow. The device was removed by rotating it to neutral position without resisting the kink which allowed a thick wire to pass through the lumen in the torqued area and stabilized the damaged area. No excessive force was used during removal of the device. No patient complications have been reported as a result of this event.